Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G3 - foreign - united kingdom. Reported event was confirmed by review of x-rays provided. X-rays provided were sent to hcp for review. Their review noted that the overall fit and alignment of the implants was anatomic. Bone quality is osteopenic. Their review also confirmed that the later images demonstrate displacement of the distal plate and three fixation screws with the resulting abnormal alignment of the fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is determined as the patient's fall leading to the reported event. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06839, 0001822565-2018-06838, 0001822565-2018-06837, 0001822565-2018-06836, 0001822565-2018-06835, 0001822565-2018-06834, 0001822565-2018-06832, 0001822565-2018-06829, 0001822565-2018-06828. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient fell 15 days post op, and this led to fixation failure of a humeral plate.